Event description:
Opened core dx forceps inside lung nodule to obtain biopsy and could not close them after opening. Rt [respiratory therapist] attempted to re-open and close with no success. Fellow physician attempted to advance bronchoscope slightly and then open and reopen forceps, but forceps would not close.